Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2024, patient experience occlusion alarm occurs between tubing connector and reservoir. No further information available.

Manufacturer narrative:
E1: (B)(6).

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below:d9: device available for evaluation has been selected as yes & date returned to mfg was added as well.

Event description:
To date no additional patient or event details have been received.